Event description:
Patient, myself, had cataract surgery with acrysof lenses implanted into both eyes in march of this year. The second surgery was on (B)(6) 2012. After the first surgery, everyone around me noticed strange glimmerings in my eye when light hit the surface at a certain angle. Meanwhile I saw, and continue to see, reflections bouncing off the edges of both of the lenses, but far worse in left. Textured reflections off the surface of the lens, and have diminished quality of vision that literally flutters in bright or florescent light. I also have a lot of hazing when light comes directly at me. In every way, the quality of my vision has been diminished by the implantation of these lenses and another doctor - who does lens exchanges ¿ now plans to replace the left lens on (B)(6). Please see this link which captures, photographically, many of the problems I¿m experiencing. (B)(4). The info on my lenses is as follows: alcon acrysof iq and alcon acrysof iq toric, left lens model sn60wf power 6.5d length 13.00mm optic 6.0mm sn: (B)(4) and right lens model sn6at3 - toric - power 8.5d length 13.0mm optic 6.0mm sn: (B)(4). I have also been given many wetting drops to supposedly help with my vision. They have included genteal gel and liquid, restasis - which I could not tolerate, and optive refresh. The latter made my eyes feel better, but did nothing to improve any of the symptoms. [I often must wear sunglasses in bright light just to minimize the reflections and fluttering] the only drug I take regularly is gabapentis 400 mg x 3 per day a drug I¿ve taken for around 10 years to alleviate back pain.